Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was not performing as expected since the patient was unable to maintain an erection. The ipp was explanted and replaced. There were no patient complications reported.